Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system was in the intensive care unit (ICU) and brain dead. The crt-d exhibited ventricular fibrillation (vf) undersensing with r-waves as low as 0.03 - 0.9 mv, well below the sensing floor. It was noted that 0.15 mv was the lowest programmable sensitivity value. Some of the undersensed beats were soon after a large event, and fell under the detection decay profile. Additional information received indicated that sensitivity was reprogrammed to 0.3 mv. This crt-d system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.